Manufacturer narrative:
(B)(4). Extender broken and buckle torn. Evaluation summary: the band/balloon with 60 cm of catheter, the extender tab, the injection port with the locking connector and the strain relief, red safety cap and the port applier were returned for analysis. Per visual inspection, it was observed that the balloon was torn. The tear is 3mm in length and is localized at 1.5cm of the catheter connection. It was also observed that the extender tab was broken and that the buckle of the band was starting to be torn. A leak test was performed on the balloon with an unsuccessful result; the balloon was leaking. An injection test was performed on the injection port with a successful result. No blockage was found. Functional test were performed on the injection port and the applier with successful results. Device history record (DHR) review was performed and no discrepancies were recorded during the manufacturing process.

Event description:
It was reported when attempting to place the gastric band, the band extender broke and made the placement too difficult. The procedure was prolonged for ten minutes. The device was replaced with the same like product. There was no patient consequence.